Event description:
The hosp reported that during an off pump procedure, the cutter caused a jagged aortotomy with an intimal flap. The surgeon trimed the flap and completed the anastomosis without any other issues. No other pt complications were reported.